Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge resection of the lung. The stapling device was being applied to the lung parenchyma. The powered stapling handle ran out of power mid-fire leaving the reload partially fired and clamped down on the tissue. The surgeon attempted to manually retract the knife blade using the retraction tool, but did not incorrectly and further jammed the reload. The handle of the manual retractor broke. In order to resolve the issue and complete the case, an additional incision had to be created in order to cut around the reload to release it and remove it from the patient. The incision was not extended by more than one inch. There was unanticipated tissue loss as a result of this problem. The patient outcome is alive, with injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic video-assisted thoracoscopic surgery (vats) wedge resection of the lung. The stapling device was being applied to the lung parenchyma. The powered stapling handle ran out of power mid-fire leaving the reload partially fired and clamped down on the tissue. The surgeon attempted to manually retract the knife blade using the retraction tool, but did not incorrectly and further jammed the reload. The handle of the manual retractor broke. It was hanging on loosely. In order to resolve the issue and complete the case, an additional incision had to be created in order to cut around the reload to release it and remove it from the patient. The incision was not extended by more than one inch. There was unanticipated tissue loss as a result of this problem. The amount of tissue damaged that fits within the jaws of the reload. The patient outcome is no injury.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. The reload was stuck and the firing trilobe was jammed. The adapter part of the reload had to be broken in order to remove the reload from the adapter. The j-hook was completely wedged in and there was severe damage found on the tip backer and the j-hook. The firing nut was retracted and bottomed out on to the proximal housing. In this case, functionality test couldn¿t be performed as the adapter was not in a working condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. A review of the current complaint data reveals no trend for a device related failure for this condition. The reported condition was confirmed. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.